Manufacturer narrative:
No conclusion can be drawn, as repair info is unavailable. However, no report of pt or staff injury was reported. No further info is available.

Event description:
The customer reported that the 7600 system monitor was gray and would not display an image. No pt injury was reported.